Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that patient had some redness and tenderness at the midline incision. The patient was placed on antibiotics. It was reported that patient had some redness and tenderness at the midline incision. The patient was placed on antibiotics. It was noted that the issue was resolved and no further information has obtained.